Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. For the first malfunction, customer's blood glucose (bg) level was approximately 400 mg/dl; during troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Tandem technical support was unable to complete troubleshooting or obtain bg info for the second malfunction as the customer abruptly ended the call.